Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture. Device remains implanted.

Event description:
Physician reported left side rupture. Physician later reported capsular contracture "baker grade ii." Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture "baker grade ii."

Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.